Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: 1 open unit. Analysis and results: there are no previous complaints of this code batch. There are no units in stock. Received one open sample. Checked the open sample received and can see that there are seven sutures instead of eight wound on the support cardboard. The foam without needle does not show the mark (hole) of the needle as we can see on enclosed picture. This means that one suture was not placed in the foam. Therefore, there were seven sutures instead of eight inside the open pack received. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is justified. Actions on distributed product of this reference/batch: replace this code/batch to the end customer or refund. Involved personnel has been informed about this incidence. Corrective/preventive actions: opened a corrective action in order to avoid this kind of incidents in the future.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). When the customer used the product in surgery , it was found that the 1 suture was missing. After seeking the missing suture, the customer finally noticed that the foam of the package shows no suture was packed. This product should have (B)(4) sutures, but the customer assumed that this product had only (B)(4) sutures in a package. Due to the missing needle, the hospital staffs had to search for it in a operation room and the operative field during the surgery. The batch number of the product is unknown.